Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: during investigation, visible moisture was found on the display. The battery compartment was cracked near the top left corner of the grip pad. The pump powered up to a blank display. A leak was found in the display. The pump was opened to find moisture corrosion on the printed circuit board, motor assembly, battery housing, piezo, and vibration motor. No moisture was found in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress - behind display) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.